Event description:
I have hypopigmented areas on my face and under arms as a result of using the new tria hair removal laser 4x. I followed the directions exactly and did test patches at different levels on each area; and waited the recommended 24 hours to see if there were any adverse effects or skin tone changes before starting treatment. There were none, so I used the device for 8-10 weeks on my face (one treatment per week on level 5) and 3-4 weeks on my under arms (one treatment per week also on level 5). I first noticed a white/hypopigmented area that covered half my armpit and then a few days later after going out for the day in the sun (with 70 spf sunscreen on my face), that I had circular white spots (some with a darker area in the center) in the shape of the laser treatment window in the pattern used on my face (upper lip and chin). There were zero warning signs on my skin that would indicate that I needed to stop treatment prior to this discovery. No burns, no blisters, no sunburn.